Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 2700tfx 23mm aortic valve implanted for five (5) years and 11 months, is being evaluated for valve-in-valve procedures due to stenosis.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, b7, h6.

Event description:
It was reported that this patient with a 7300tfx 31mm mitral valve, implanted for five (5) years and 11 months, is being evaluated for valve-in-valve procedure due to severe mitral stenosis. Patient was admitted to hospital for acute exacerbation of congestive heart failure. Patient was treated with inotropic assisted diuresis and placed on guideline directed medical therapy involving medications. Tee during admission showed moderate aortic stenosis and severe mitral stenosis with worsening gradients. Physician recommended the patient for tmvr to treat the patient's worsening mitral stenosis. No tmvr has been scheduled. No indication.

Manufacturer narrative:
Corrected data: corrected b5. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a patient with a 23mm 2700tfx aortic valve implanted five (5) years, 11 months, was being evaluated for valve-in-valve procedure due to moderate aortic stenosis. The patient was admitted for acute exacerbation of congestive heart failure and was medically treated and discharged home. Tee during admission showed moderate aortic stenosis and severe mitral stenosis with worsening gradients and tmvr was recommended. Tmvr has not been scheduled as the patient declined, states he feels extremely well and wants to continue medical management. There was no indication or plans for intervention for the aortic valve.